Event description:
Ventilator alarmed, rn entered room to find display saying "vent in-0p". Patient immediately bagged; ventilator equipment removed from service and biomed informed. Patient incurred no injury.======================manufacturer response for ventilator, 840 (per site reporter).======================covidien, puritan bennett received a service request from our contracted biomed for testing of the equipment prior to return to service. There has been no outside response from puritan bennett.